Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage, where the home patient stated that the hc started alarming and she noticed that the supply bag fell and disconnected. A solution bag that disconnected is a known cause of this type of alarm. Per the baxter homechoice operator's manual, users are warned to ensure the connections are tight and the bags are on a level surface.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) on the home choice (hc) during peritoneal dialysis, dwell 1. The home patient (hp) stated that the hc started alarming and she noticed that the supply bag had fallen and disconnected. The technical service representative (tsr) explained the alarms, had the hp cycle power to clear them, and then explained that the supplies were compromised and the hp would need to start over with all new supplies. The tsr then advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. There was patient involvement. No patient injury or medical intervention was reported.